Manufacturer narrative:
MFR received date: 31 oct 2019. After numerous attempts to obtain information on the repair of this device (communication notes), this complaint is being closed. If further information is obtained, this complaint will be reopened. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6). Date of report: 13aug2019.

Event description:
Post timer/24v failure. There was no patient involvement.